Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was in the emergency room due to having an allergic reaction to the platinum in the sensor. Customer reported that her throat was swelling and she was nauseous. Blood glucose level was 189 mg/dl at the time of the call. No further information was provided.